Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there were inaccuracies between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. Reportedly, calibrations were entered during periods when cgm values were not present. No additional event or patient information is available. Data was received for evaluation but further investigation could not be completed to confirm the reported issue. The complaint of inaccuracies could not be confirmed. A root cause could not be determined. Labeling indicates: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.